Event description:
The customer reported a full black screen. The blood glucose reading was 190 mg/dl. The insulin pump was not exposed to extreme temperatures or extreme sunlight. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored and no a13 alarm, no a45 alarm, no weak battery alarm, no full segment display anomaly noted and no blank screen noted. The insulin pump passed displacement, operating currents, self test and off no power tests. The insulin pump was t received with cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.